Event description:
Livanova (B)(4) received a report that a s5 gas blender system gave an error code associated to the a/d transformer during priming.there was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system gave an error code associated to the a/d transformer during priming. There was no patient involvement.

Manufacturer narrative:
H.10: through follow-up communication livanova learned the serial number of the affected device and found out that this event is a duplicate of another event reported under manufacturer report number 9611109-2022-00031. Therefore, this event is being voided.

Event description:
See initial report.